Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation the right electrode. The area was described as red, resembling a rug burn, but not open. During a follow up, the patient reported that she was using a cream provided by her home health nurse and that the irritation was improving.